Manufacturer narrative:
Patient reported as symptomatic. Initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2022 with strip lot 6000813. The initial test result was negative. Secondary testing was performed twice via a lateral flow and a nucleic acid amplification test (naat). The secondary test results were positive. During a customer visit, it was observed that after collecting the swab sample, trained staff placed the swab into the extraction buffer, and stirred, then proceeded to cut off the end of the swab and affix the dropper lid leaving the swab in the buffer solution. Failure to follow product insert instructions for sample collection, preparation and testing, may produce results that cannot be relied upon. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Review of product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. Review of manufacturing records identified that the reported strip lot met all defined qc criteria at the time it was released, and that in-house testing confirmed strip lot met expected performance criteria for use in the field. Review of trending data for discordant results was reviewed and the occurrence rate for the reported strip lot continues to demonstrate field performance within specification of product claims, relative to the quantity of strips in the field. Root cause determination: a potential root cause has been identified as user error, as the customer failed to follow product insert guidance, for sample preparation and testing. Conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims, relative to the quantity of strips in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 1 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient.